Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, deep scratches on lcd window. No missing segments/partial display or damaged lcd glass noted.

Event description:
It was reported that the customer's insulin pump display screen was foggy and difficult to read. Customer also stated the device has cracks from use customer's blood glucose level was not provided at time of reporting. Nothing further reported.